Event description:
It was reported that a user experienced hyperglycemia while using the ilet system, and an agent assisted the patient with pairing the ilet to the ilet mobile app. Troubleshooting and education were completed, and no alerts or alarms were reported. Symptoms included elevated blood glucose. Outcomes included no report of hospitalization, medical intervention, or long-term impairment. Investigation included a review of device performance through user-guided troubleshooting and education. Investigation of this case revealed no device malfunction identified and an unclear cause for the hyperglycemia. It was concluded that the event was not attributable to a confirmed device failure and that user support actions were completed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.